Event description:
It was reported to boston scientific corp that a sensor guidewire was used during a ureteroscopy procedure on a female pt. According to the complainant, the nitinol tip of the sensor guide wire broke off into the pt's distal ureter. The physician was unable to retrieve the piece of guidewire, so a stent was placed. The procedure was aborted and the physician plans to remove the piece of guidewire at a future date. As of date, the physician has not performed the procedure to remove the guide wire piece from the pt. The pt is reported to be doing well.

Manufacturer narrative:
The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this failure. If there is any further relevant info, a supplemental MFR's report will be filed. D4: the complainant was unable to provide the suspect device lot number; therefore, the device manufacture and exp dates are unk.